Event description:
It was reported that a patient presented with dislodgement and loss of capture noted on the left ventricular lead. This was confirmed with imaging. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve measured to be within specification.